Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) (upn unknown) was used during a procedure (date is unknown). According to the complainant, on (B)(6) 2012 it was noted that the tread on the blue connector of the j-tube has been worn down and no longer easily connects the tube from the medication cassette. A plaster has been used to hold the connection. The physician does not believe it is an emergency to change the probe and the medication administrating has not been interrupted. The j-tube will be replaced (date is unknown). There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown, however reported to be approximately (B)(6). The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - the reported event tread on connector is worn away. (B)(4) - the reported event connection problems. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.